Manufacturer narrative:
The reported events were lead fracture and noise. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the coil and full breach outer insulation degradation proximal to the suture tie impression. X-ray examination did not find any anomalies except for procedural damage. The cause of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to device can and full breach outer insulation degradation in implant pocket.

Event description:
It was reported that a patient presented with shortness of breath and fatigue. An impending right ventricular lead fracture was suspected, and lead noise was noted. The lead was explanted on (B)(6) 2026. No further information regarding adverse patient consequences were reported.